Manufacturer narrative:
Conclusion: in situ measurements show the device working within specification. No device failure is suspected. This goes in line with he recipient report, as facial paralysis was reported a few days after cochlear implant surgery. This would usually be noticed immediately after surgery, but other etiologies of facial nerve paralysis have been denied. The symptoms are reported to be improving and the recipient is undergoing rehabilitation. Facial nerve paralysis after cochlear implant surgery is a known and rare surgical risk. The device remains implanted and in use. This is a final report.

Event description:
5 days after the initial surgery, the user experienced facial paralysis with no eye lid reflex. The activation of the audio processor on (B)(6) 2024 was successful and occurred without any problems. The facial paralysis has shown improvement, but the eye lid reflex has remained absent so far. At the beginning it was much more worse. Everything was _down_. But now the eye lid is normal, the mouth is normal, the only thing is she cannot move it. Facial nerve monitoring was used during the implantation surgery. Reportedly, the facial nerve "was lying on the surface level". Further technical checks are being considered. It has been suggested to pursue neurological rehabilitation or undergo stiwell profes therapy. Explantation is currently not considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
5 days after the initial surgery, the user experienced facial paralysis with no eye lid reflex. The activation of the audio processor on (B)(6) 2024 was successful and occurred without any problems. The facial paralysis has shown improvement, but the eye lid reflex has remained absent so far. Further technical checks are being considered. It has been suggested to pursue neurological rehabilitation or undergo stiwell profes therapy.